Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was hemodynamically unstable during the dissection prior to the valve implant however stabilized after the procedure.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx- 34, serial/lot #: (B)(6), ubd: 2025-nov-21, UDI#: (B)(4) product ID: abbott proglide, serial/lot #: unknown, product type: closure device; implant date na; explant date na product ID: safari, serial/lot #: unknown, product type: guidewire; implant date na; explant date na. This event is related to regulatory report 2025587-2024-00233. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe calcification therefore a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24mm vacs balloon. Access was from the right femoral artery, and a vascular complication occurred which was treated with a 12x60mm stent. The team switched access to the left femoral artery. Load check was performed successfully, without crown overlapping. First attempt at valve deployment was a dislodge, therefore the valve was recaptured. Upon second deployment attempt, an infold was noticed. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were loaded. Two recaptures were needed to successfully implant the replacement valve. No additional adverse patient effects were reported. Additional information was received that prior to the valve implant,the right access site injury was caused by non-medtronic closure (proglide) device anchoring and patient's severe calcification contributed to the injury. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury as it occurred before use. During the implant of the valve (B)(6), the deployment starting point was a the bottom pigtail. Prior to the valve dislodging aortic, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was at 3 millimeter (mm). A non-medtronic guidewire(safari) was used during the implant. During the implant of the new valve (B)(6),the valve dislodged aortic on both deployment attempts and was able to be implanted on the third attempt .